Event description:
On (B)(6) 2015, a reporter contacted animas alleging that the pump had shorter than expected battery life. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
The pump has been returned to animas but not yet evaluated. When the device evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/31/2015 with the following findings: the pump's black box showed no evidence of short battery life issues. The pump's current draws were within specifications. The alleged issue could not be duplicated during the investigation.